Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 125 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump seemed frozen. The customer also reported a little crack on the insulin pump by the battery compartment. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
It was noted that there wasn't a frozen screen, time advances properly. There was no unexpected button error alarms noted. All of the buttons function properly. However, there were corroded keypad traces noted during visual inspection. There were minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.